Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking water. Per the perfusionist, upon setting up for case with the water lines connected, he noticed a large puddle of water on the floor around the system. He checked and verified the tubing connections were connected properly. The leak was noted to be coming form inside the shell casing of the unit. The system was circulating water at the correct temperature to the oxygenator and cardioplegia components, however the perfusionist felt it was a risk to use the device for surgery. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.